Event description:
Patient with bilateral pulmonary emboli was taken to the ir (interventional radiology) suite for pulmonary arteriogram with pulmonary artery thrombectomy. Using sonographic guidance, a micropuncture needle was placed into the right common femoral vein. A 0.0188 stainless steel wire was then advanced through the needle. The needle was exchanged for a micropuncture sheath. The 0.018-inch wire was exchanged for a 0.035-inch amplatz wire which was advanced into the inferior vena cava. The micropuncture sheath was exchanged for a 10 french sheath. Next, a 5 french angled pigtail catheter was advanced into the left pulmonary artery. A 10 french sheath was exchanged for the introducer sheath of the inari medical system. A 20 french guide sheath with dilator was then advanced over the wire into the main left pulmonary artery. The 16 french curved catheter was advanced into the vessel followed by thrombus aspiration. Initial aspiration removed small amount of the thrombus burden. The 16 french catheter was then retracted, and aspiration was performed through the 20 french guiding sheath. A larger amount of thrombus was extracted. Post aspiration left pulmonary arteriogram demonstrated successful removal of the majority of the thrombus. A significant amount of remnant thrombus was seen in the posterior basal segment branch. The sheath and 16 french catheter was then retracted along with the amplatz wire. The wire was then directed into the posterior basal segment followed by advancement of the 16 french catheter and the sheath. Aspiration was attempted without successful extraction of thrombus. In order to guide catheter and sheath adjustment, pulmonary arteriogram was performed which demonstrated extra vascular extravasation of contrast consistent with vessel perforation. At this point the patient demonstrated significant hemoptysis and coughing. The patient was placed in left lateral decubitus position. The guiding sheath and catheter were removed and a 10 mm balloon was then advanced into the left pulmonary artery in order to provide tamponade using balloon occlusion.